Event description:
It was reported that the patient experienced difficulty using the luer connector to lock the cartridge into place. The patient attempted two different luer connectors but continued to have issues and was ultimately able to lock the cartridge into place with one connector. The lot number was gathered, and replacement connectors are being sent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.